Event description:
Essure by bayer/conceptus was implanted (B)(6) 2013. Since then, I've had stomach, lower back, and flank pain constantly. Bloating, shooting pain in the pelvic area, numbness/tingling in the private area, urine feels really hot, inflammation in stomach and feels like its burning.